Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was not able to charge the ins and the recharger (insr) screen was dead/blank. The patient said they plugged the insr in and it was not taking a charge from the wall. The patient stated that the desktop charger (dtc) connector pin looked loose. The patient also reported that their back started to die last night. A replacement dtc was sent to the patient. No symptoms were reported. No further complications were reported/anticipated.